Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that item was not appearing at the cabinet. The technical support specialist (tss) performed a reverse sync, applied item and itemattrib1, and pushed the pending records to the cabinet. The item was successfully updated and became available for assignment, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, item was not showing up to assigned. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.